Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the b. Braun medical global affiliate: reason of complaint: description: noradrenaline was infusing via femoral cvc on above pump. Pump has had high pressure for approx. 15 mins with no alarms. When patient was repositioned (trying to sort out pressure issue), patient had bolus of noradrenaline. Patient systolic blood pressure went up to 270s. The entire evidence was witnessed by ICU consultant and team. Patient had further micro boluses of noradrenaline as patient was having spontaneous spike on bp. Datix completed by leading nurse.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History files inspection: no abnormalities were found in the history log. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: for checking the air-sensor, a space line was filled with water and was inserted in the infusomat. With the operating unit closed, a value of 40 mv (rated value < 100mv) was measured for the air and a value of 1759 mv (rated value > 1100 mv) was measured as water equivalent. All measured values are within specification. Furthermore, the pump was started with a rate of 250ml. With the help of an omnifix-h 1ml syringe, scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. For checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The electronic pressure cut-off was checked: pressure stage 2: 0,49 bar (should be: 0,1-0,7 bar) pressure stage 9: 1,20 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: 1,89 bar (should be: 1,8-2,5 bar) pmin: 1,54 bar (should be: >1,5 bar) safety clamp was checked: pmin: 1,85 bar (should be: >1,2 bar the device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,54%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within our specification. Disassembling: to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.